Manufacturer narrative:
Analysis of the returned superion indirect decompression (ID) spacer revealed that the spindle cap was completely sheared off from the implant body and the actuator shaft and spindle found outside the main body, additionally severe abrasions on the mating surface of the actuator. The damage to the implant indicates failure was likely due to deployment again resistance and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states to not force deployment or implant breakage or damage to bony structures may result. Therefore, boston scientific engineers confirmed the spindle cap breaking during deployment issue and have concluded the probable cause was unintended use error caused or contributed to the event.

Event description:
It was reported that the superion indirect decompression (ID) implant spindle cap broke during deployment. It was noted the physician properly connected ID implant to the inserter, however he did not gear-shift, possibly used excessive force and over rotated the device during the procedure. The physician confirmed all broken pieces were removed and completed the procedure using a smaller ID implant. The patient did well post-operatively.

Event description:
It was reported that the superion indirect decompression (ID) implant spindle cap broke during deployment. It was noted the physician properly connected ID implant to the inserter, however he did not gear-shift, possibly used excessive force and over rotated the device during the procedure. The physician confirmed all broken pieces were removed and completed the procedure using a smaller ID implant. The patient did well post-operatively.